Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated/confirmed the customer reported complaint. There was a 0.025" offset at the tips. The instrument was found to have one bent grip, causing misalignment of the grips. The grips do not show any cracking damage. Components adjacent to this bent grip do not show any damage. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument was not properly releasing the clip and was misfiring. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip fell into the patient due to the clip application event. The clip was retrieved same procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred during the first and second clip applications. The issue was resolved by using a backup instrument.